Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Device passed displacement test properly. Device received with cracked case(battery tube) and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery cap had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.